Manufacturer narrative:
Ocd performed retain testing, and batch review. Results were satisfactory. Complaint review by lot could not rule out a trend of related complaints. Additional testing will be performed by product support to ensure product is performing as expected in the customer's hands. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Reference lab customer contacted ocd to report false negative results that occurred (B)(6) 2015 with a donor that tested negative for "little e" antigen with anti-e bioclone reagent lot#seb388a exp. 6/27/2016. Same donor has now typed positive for "little e" using another lot of the same product with a final reaction grade of 1+. Molecular testing performed on donor confirmed that donor phenotype is "little e" positive. Issue started on: (B)(6) 2015. Methodology used: tube. Incubation time (for manual test only): not provided. Reaction grade obtained: 0. Customer was expecting: positive. Test repeated: yes. Result obtained by repeating: 1+. Method used to repeat: tube, molecular. Qc data: quality control for "little e" passed. Customer performed molecular testing on donor. Ocd asked customer to provide the full rh phenotype results obtained through molecular testing. Customer states donor is "big c" negative, "big e" positive, "little e" positive. Customer inquired about possible differences between the two lot numbers. Ocd discussed with customer that there should be no significant variation between lot numbers of the same product since all released products must meet the standards of product release guidelines set by ortho. Donor result altered from 0 to 1+ with different lot number, however, ocd discussed with customer the cell suspension and storage requirements. Review of the IFU limitations of procedure section for anti-e reagent states "anti-e bioclone may react weakly or not at all with some rare variants of the e antigen. Weakened reactivity with some red cell examples lacking the c antigen has been observed." In this case, donor lacks the c antigen which could have caused the weakened reactivity.